Manufacturer narrative:
E1: initial reporter address 1: (B)(6).

Event description:
It was reported that vessel dissection occurred. The target lesion, located in the right coronary artery, was pre-dilated with a 3.50 x 12 mm non-compliant stent. A 3.50 x 48mm synergy xd drug-eluting stent was advanced for treatment. However, after implantation, physician observed a type b dissection at the proximal edge of the stent. The patient experienced chest pain and slow flow related to the dissection. The dissection was covered with another 3.50 x 12 mm drug-eluting stent, and the procedure was completed. Patient was stable and fully recovered.